Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor went blank. The user also reported a burning odor from the device. The user reported the device was used to complete the surgical procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.